Manufacturer narrative:
The device and non-boston scientific leads remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and non-boston scientific right atrial (ra) and right ventricular (rv) leads presented for a follow-up to have the minute ventilation (mv) sensor programmed off. Upon interrogation, the lead safety switch (lss) was observed on both the ra and rv lead, due to high, out-of-range pacing impedance measurements of greater than 2,000 ohms. Pacing impedances during lead testing were normal and stable. There were many episodes stored due to myopotential noise oversensing, due to the unipolar sensing configuration after the lss had triggered. Patient maneuvers and pocket manipulation in bipolar sensing did not produce noise and oversensing. The ra and rv leads were programmed back to bipolar pacing and sensing and sensitivity was adjusted in both chambers to mitigate noise oversensing. There was no asystole to the patient and no adverse patient effects were reported. It was later reported the device triggered another lss for the ra lead. Technical services reviewed device data and discussed programming the leads to unipolar pacing and bipolar sensing to avoid further lss and the myopotential noise oversensing that occurred with unipolar sensing. The ra lead did exhibit two measurements that were higher than the trend, at 1,209 ohms and out-of-range at 2,029 ohms. However, further troubleshooting (pocket manipulation, arm movements, valsalva maneuvers) did not produce noise or impedance issues.